Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014), the patient¿s meter has been returned on 8/19/2014 and evaluated by lifescan product analysis on 9/4/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verioiq meter was intermittently displaying an error message (specific error number/message not recalled). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message began to appear on (B)(6) 2014 at 2pm. The patient informed the csr that they manage their diabetes with a combination of medications, including lantus, apidra and metformin. The patient claimed that one hour after the error message appeared they developed symptoms of feeling ¿sweaty, shaky and hungry¿; symptoms they associated with a low blood glucose. The patient claimed they self-treated with food. The patient also reported that due to the error message they were receiving, they took a decreased dose of lantus insulin (12units instead of usual dose of 15 units) that evening at 10pm. At the time of troubleshooting, the csr asked the patient to perform a test and noted that the error message was not reproduced. The csr noted that the patient was able to obtain a result with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged error message began to appear. The alleged meter issue could not be ruled out as a cause or contributor to the event.